Event description:
An electronic report of an event has been received from a dialysis unit. They reported the following: a hemodialysis user facility has reported they had an incident where the fistula needle and the venous bloodline disconnected at 2 hours 18 minutes into the dialysis treatment. The patient lost between 800-1000 ml of blood. Reportedly, the disconnected line fell down between the arm and pillow while the patient was dialyzing, and as a result, there was no pressure alarm. It was also reported that they did test the machine, and reportedly, all tests were normal. In speaking with the rn, it was learned that this patient presented to dialysis with restlessness and pain. The patient had recently fractured her vertebrae and just had been fitted for a brace. Additionally, it has been learned that this patient has a history of bone damage due to her non-compliance with calcium and phosphorus control. For this event, the patient was given a 2000 normal saline bolus and was transferred with needles in place to the fistula to ER. The patient received 2 units of blood. The facility discarded the bloodlines. The rn also reported that she has verified with the staff members present at this event that the lines remained intact and connector caps remained attached to line with no defect noted by facility. It was also reported that prior to the treatment when connecting the needle and bloodline, the staff did not have any trouble with connecting or tightening the connections and reported that the connection felt fine. The patient reportedly has recovered and is able to continue hemodialysis as ordered.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot meets all release criteria. Sample analysis: no sample has been received by fmc for evaluation. Conclusion: the reported defect is not confirmed. Fmc na will continue to monitor and trend defects per current procedure. Since this complaint was not confirmed, no corrective action is documented at this time relating to this complaint.